Event description:
It was reported that insulin was leaking from the reservoir during the prime process. Troubleshooting was performed. It was stated that the insulin pump did not display the numbers while pressing the activate button. The problem persisted even without an infusion set and after the reservoir was changed the insulin pump alarmed an error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error during the basic occlusion test as a result of a loose drive support disk.